Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Clinical study site ID (B)(6); subject ID (B)(6) was implanted with an elevate sling on (B)(6) 2010. On (B)(6) 2010 the physician reported mesh retraction/folding in the anterior area. Date of onset is unknown, "possibly procedure date." On (B)(6) 2010, dyspareunia was also reported with an onset of (B)(6) 2010, described as "deep, intense pain with sex each time attempted." Investigation confirmed the physician believes the folded mesh is related to the patient's dyspareunia. Medical intervention: none. Event status: continuing.